Manufacturer narrative:
Customer reported that their AED will not power on. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
It was reported that the AED will not power on. The customer stated that the AED with its supplied battery and the new 9volt battery, no test will start and it remains completely off. They tired using other batteries and the AED turns on however, it runs the test but gives an error code during shutdown. They reported that this did not occur during patient use.